Event description:
Kimberly-clark received a report indicating that within 48 hours of placing saf-t-pexys the patient's stomach had pulled away from the anterior abdominal wall. Patient was taken to the operating room to flush the abdomen, and was recovering. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Review of the device history record showed that the product met specifications. The device involved in the complaint was not returned for analysis; however, unused samples from the identified lot number were tested for tensile strength and met specification. The root cause of the reported event could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.